Manufacturer narrative:
Repair evaluation information was received on 08/08/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Customer complaint long text, patient states that the device has a burning smell and has a strange taste. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown white, brown and black dust-like contamination at the air inlet of the blower box. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. White potential hair/fibers on the bottom enclosure. Black potential hair/fiber, inconsistent with degraded sound abatement foam, on the top enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with potential liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential liquid ingress. Black particle contamination on the front panel was consistent with degraded sound abatement foam. Black particle contamination on the bottom enclosure was consistent with degraded sound abatement foam. Blower box contained black particles that were consistent with degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d and h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is black particles. The device also has a burning smell and has a strange taste. Pil confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from external source. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.